Event description:
This complaint became reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent failed to deploy. The lesion being treated was located in the tortuous left anterior descending artery. The physician attempted to deploy a taxus express2 3.00 x 12 mm drug eluting stent. The stent would not deploy so it was replaced with another taxus express2 stent which deployed successfully. No pt complications were reported.